Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Product event summary: the full lead was returned, analyzed and analysis was performed and no anomalies were found. The distal lv (low voltage) electrode of the lead was covered in blood. The helix of the lead was extrinsically bent. Visual summary analysis of the lead indicated apparent explant damage. The helix was bent but still operational. Helix extension/retraction and length testing were performed and all results, including electrical testing, were within specified parameters. Concomitant medical devices: biotronik-lead, implanted: (B)(6) 2015. (B)(4).

Event description:
It was reported that the right ventricular (rv) lead had fluctuating thresholds depending on body position. As a result, the lead was repositioned. It was then reported that the lead had high thresholds when the patient was in the lateral position. The lead was subsequently explanted and replaced. No patient complications have been reported as a result of this event.